Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and habitual abortion ('miscarriage (+20)') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced habitual abortion (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and habitual abortion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for habitual abortion and pregnancy with contraceptive device with essure. The reporter commented: the plaintiff experienced previous pregnancy episodes with essure captured under case (B)(6). Lot number: 624838, manufacturing date: 2007-06, expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.